Event description:
A patient reported experiencing inaccurate high results with a one touch basic original meter.the patient's blood glucose results were 350mg/dl, 225mg/dl. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.